Manufacturer narrative:
Completed section h6 which was inadvertently omitted from original report. H6 100 = catheter occluded, catheter fragmented from undetermined cause.

Event description:
Pt has three cycles of chemotherapy through the system, starting in may 1996 with the last one in july 1996. In october 1996 blood aspiration was impossible and difficulties flushing the system were experienced. It was discovered that the proximal part had moved into the subclavian vein and the distal segment was separated from the system and was stuck in the subclavian vein. The explantation of the system and retrieval of the catheter segment were performed at a different facility without difficulty. A new system was implanted.